Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging on (B)(6) 2016, there was a time/date issue with the pump. The patient reportedly experienced a blood glucose (bg) measurement of 596 mg/dl with nausea and excessive drowsiness. The patient reportedly did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter stated that time/date issue was greater than 5 minutes per month and was using the cell phone to make the comparison. It was noted that the pump settings were being adjusted by the health care provider prior to and after the reported adverse event. Animas customer technical support reviewed the pump with the patient; the time and date maintained after the battery was removed for less than 24 hours. The pump reportedly was requested to be returned; however, the patient remained on the pump. This complaint is being reported because the patient experienced hyperglycemia allegedly due to the time/loss issue with the device.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. A 3500a supplemental report was submitted to revise the pump status.

Manufacturer narrative:
Follow-up #1: date of submission 09/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/06/2016 with the following findings: no unexplained time/date issue was observed in the black box. A review of the black box revealed several manual time/date changes: from (B)(6) 2016 21:58 to (B)(6) 2016 21:01, from (B)(6) 2016 07:49 to (B)(6) 2016 08:11 and from (B)(6) 2016 11:31 to (B)(6) 2016 12:34. During testing, a timekeeping accuracy test was performed. The pump maintained time during a 5 day duration test; the pump passed a time test. No errors, alarms or warnings occurred during investigation. The total daily dose added up correctly and reflected the user's programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering accurately and within range. The pump was able to maintain the time/date settings during testing. The reported complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.